Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient stated fluid was discovered during step 1 of setup. Fluid was discovered in the pump module area and leaked from an unknown source. The patient had not noticed any holes or loose film on the back of the cassette from last night. The patient no longer had the cassette as they had thrown it out, but had provided the catalog and lot numbers last night to the previous technician. There was a large amount of fluid that required several paper towels to clean up last night after the patient had cancelled the treatment and the patient opened the cassette door today to see a significant amount of fluid still. M83 pump a vs. B volume error alarms occurred in fill prior to the fluid leak last night which was documented. The patient was advised to discontinue use of the cycler but did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up, the patient stated they had discontinued treatment on (B)(6)2023 after fill 1 following the m83 pump a vs. B volume error alarms and did not discover fluid in the pump module area until the following morning during removal of the previous cassette. The patient stated they were unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient stated fluid was discovered during step 1 of setup. Fluid was discovered in the pump module area and leaked from an unknown source. The patient had not noticed any holes or loose film on the back of the cassette from last night. The patient no longer had the cassette as they had thrown it out, but had provided the catalog and lot numbers last night to the previous technician. There was a large amount of fluid that required several paper towels to clean up last night after the patient had cancelled the treatment and the patient opened the cassette door today to see a significant amount of fluid still. M83 pump a vs. B volume error alarms occurred in fill prior to the fluid leak last night which was documented. The patient was advised to discontinue use of the cycler but did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up, the patient stated they had discontinued treatment on (B)(6)2023 after fill 1 following the m83 pump a vs. B volume error alarms and did not discover fluid in the pump module area until the following morning during removal of the previous cassette. The patient stated they were unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.